Event description:
It was reported that the patient experienced diaphragmatic stimulation with 2nd degree block which was unresolved with programming. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.